Manufacturer narrative:
Manufacturer investigation and conclusion: investigation result: confirmation of event description: it was reported that the user mixed 2 bottles of rapicide b by mistake although rapicide a and b had to be mixed to use in their aer (medivator). The user reported to medivator company about the above fact. The company asked the user to report to olympus about the event and see influence on scopes. No abnormality was found from blood test results of the patients. No infection was reported. Device inspection result : scope inspection result could not be reviewed since the subject scopes were not returned. Root cause could not be specified. Consideration: cause could not be specified for no scope returned. According to complaint information and information obtained, concentration was tested only 1 time in morning and was not tested every reprocessing time. Therefore, reprocessing method may have been improper and insufficient. DHR (device history record) review : a review of the device history record found the subject device was shipped in accordance with specifications. The IFU (instruction for use): ¿IFU (reprocessing manual) warns against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿reprocessing steps and method are detailed in ¿5.3 precleaning the endoscope and accessories¿ and ¿5.4 leakage testing of the endoscope¿. The following reports verify that reprocessing performance of scope would be secured by appropriate reprocessing in accordance with IFU (cleaning/disinfection/sterilization): pcf-h180al: 062-1365, 066-3255 cf-q180al: 062-1365, 066-3255 it is inferred that the user¿s understanding differed from medivator company¿s recommendation in scope handling and reprocessing steps. Feedback to customer: when handling scopes, we recommend the user to follow olympus IFU (reprocessing manual, operation manual) and other manufactures (instruction for use). Olympus will continue to monitor complaints for this device.

Event description:
It was reported that instead of using a mixture of part a and part b rapicide in a medivator scope reprocessor, 2 bottles of part b solution were mixed together and used in the reprocessor. Olympus scopes were reprocessed in the medivators unit then used to perform procedures on patients. The user facility reported that a laboratory blood test for infection was negative. There was no patient harm , no injury reported due to the event. No user injury reported. This facility report is related to reports with patient identifiers: (B)(6) scope model pcf-h180al sn (B)(4). (B)(6) scope model pcf-h180al sn (B)(4). (B)(6) scope model cf-q180al sn (B)(4). (B)(6) scope model cf-q180al sn (B)(4) (B)(6) scope model pcf-h180al sn (B)(4), scope model pcf-h180al sn (B)(4). Follow up response with customer reported that the patient identifier (B)(6) has another scope used, and therefore this report with patient identifier (B)(6) is being submitted to capture this related scope device used on this patient. There was no patient harm, no injury reported due to the event. This report is related to a report with patient identifier (B)(6).